Manufacturer narrative:
The customer did not provide a meter serial number or any reagent information so it was not possible to determine a manufacture date.

Event description:
The customer alleged that his blood glucose readings had been higher than usual. He performed control tests while troubleshooting and received a result of 175 mg/dl. The normal control range was not provided, but should be around 90-123 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a coupon for a new meter were sent to the customer.